Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system recorded a code 1005 following a delivered shock for ventricular fibrillation (vf) due to out of range shock impedances. This system delivered two more appropriate shocks with the impedance measurements within normal limits. This system is expected to be replaced at a future date, however currently remains in service. No adverse patient effects were reported.